Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Visual inspection revealed the motor leadscrew assembly was loose, force sensor was out of calibration, and the plunger tube' surface covered with dried fluid. The motor leadscrew assembly was readjusted, all sensors were recalibrated, and plunger tube was cleaned and greased. After repair and recalibration the device was found to pass all delivery, accuracy and functional tests.